Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, h2, h3, h6. The reported event is confirmed via product return. Visual examination of the returned product identified the juggerstitch had been cycled 2 times, indicating additional use/manipulation prior to return, and the sutures and both anchors remain in the tip of the needle. The black push button functioned with no issue. The needle tip has fractured and is also bent/warped. Review of the device history records could not be performed as part and lot identification were not provided. The root cause has not changed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11 reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the needle is fractured and both anchors appear to be retained in the fragmented piece. The juggerstitch has not been cycled. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign- japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the needle was fractured during a procedure and the fractured piece was removed. Attempts have been made and additional information on the reported event is unavailable at this time.